Event description:
It was reported that the patient contacted technical support stating that they were having headaches and that the transmitter was beeping. Further information was requested however, was not provided.